Manufacturer narrative:
Based on information received following submission of the initial report, our device (iol) was not the contributory cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received indicating that the intraocular lens did not contact the patient. The surgeon noticed the posterior capsular tear during preparation of the lens. There was no defect or fault with the iol.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during preparation of the intraocular lens, the surgeon noticed a ruptured posterior capsule. The procedure was completed with a back-up lens. Additional information has been requested; however, further information has not been received.